Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the emergency phone on (B)(6) 2023 for an emergency backup battery (ebb) fault alarm. The patient came into the clinic on (B)(6) 2023 to change the ebb. It was noted that the patient had increased ebb use; their system controller showed 30 uses. Log files were sent, and the event log file recorded an ebb fault event on (B)(6) 2023 at 16:11 after the system controller attempted a load test. The patient had their ebb changed a few months ago so a system controller exchange was performed, and no active alarms were observed. The patient tolerated the system controller change.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
The periodic log files also captured 7 no external power events from 10aug2023 to 11dec2023 associated with ebb use count increases.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the event log file. The log files were successfully retrieved from the returned system controller, serial number (B)(6). The event log file contained data recorded from 09dec2023 to 12dec2023. The system maintained the set speed with no active alarms until 11dec2023 when at 16:11 a backup battery fault alarm associated with an ebb load test fail (error code f36) became active. The system continued to operate with the active alarm until the driveline was disconnected on 12dec2023 at 11:00. The periodic log file contained events recorded from 09jul2023 to 12dec2023. The last recorded entry, captured on 12dec2023 at 9:36 revealed a backup battery fault alarm associated with an ebb load test fail (error code f36). At the time the log files were collected the backup battery in use was serial number (B)(6) with a manufacture date of 22mar2023. A specific root cause for the backup battery fault alarm was not able to be determined. The returned heartmate 3 system controller was functionally tested and found to perform as intended. The controller operated a mock circulatory loop for an extended period of time without issue. During this timeframe, the backup battery passed a multitude of load tests. Additionally, the controller passed multiple self-tests and the backup battery fault alarm was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The backup battery use count was initially observed to be 23 and increased to 30. The events leading up to the backup battery use count increase were not captured in the log file. The backup battery will support the system in the event that external power is not available and there was no indication of an interruption to system support. These events observed in the periodic log file are not indicative of an issue with the device and may be immediately resolved by the user without medical intervention. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6), was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use rev c, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.